Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the batteries were charged and appeared to be functioning normally. Upon review of the iabp log files, the stm observed that the power activity log was empty and was not recording any data and noted that this is not a normal function. The stm reinstalled the iabp unit software which did not correct the issue. Subsequently, the stm replaced the executive processor board which allow the iabp unit to record data into the power activity log. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient harm and no adverse event was reported.